Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to heart attack on (B)(6) 2020 .the blood glucose value when admitted into hospital was 340 mg/dl. Customer did not went to hospital due to insulin pump issues and then they went in to diabetic ketoacidosis in the hospital. The customer stated that there blood glucose went down to 43 mg/dl but they were already in the hospital when that happen. The customer treated with insulin pump for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting for low blood glucose and insulin flow blocked. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).